Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the biliary tract to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter separated from the outer sheath. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated with additional information. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter separated from the outer sheath. The procedure was completed using another same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a naviflex rx delivery system was received for analysis. Visual examination of the returned device found that the guide catheter was detached and kinked. After destructive testing, it was observed that the pull wire was kinked right next to the hypotube. No other damages were noted to the delivery system. The reported event of a guide catheter break was confirmed. The investigation concluded that the reported event and observed damages were most likely due to procedural factors. The tortuosity of the procedure, the technique used by the physician, the amount of force applied, and the way the device was manipulated during the attempted deployment may have contributed to the observed damages of the delivery system. Therefore, a review and analysis of all available information indicated that the most probable cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the biliary to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter separated from the outer sheath. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.